Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR review (product code:545035500, lot code: 7786801) was conducted for (B)(4). Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Patient received a left knee revision to treat tibial tray loosening. Intraoperative findings confirmed gross loosening of the tibial tray at the cement to implant interface. The patella and femoral component were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components. The procedure was completed without complications. Patient was converted to an attune primary tka for unknown reasons. The patella was resurfaced and depuy cement x 2 was utilized. There were no operative notes provided for this procedure.